Event description:
Same case as MDR ID: 2134265-2015-02289, 2134265-2015-02270, 2134265-2015-02303. It was reported that vessel dissection occurred. The patient presented emergently on (B)(6) 2015 with a myocardial infarction. A totally occluded, de-novo, eccentric shaped, 48mm in length target lesion was identified in the mildly tortuous, 2.5mm in diameter anterior descendent artery. After a choice pt guide wire crossed the lesion, pre-dilation was performed with a 2.5 x 20mm maverick balloon catheter which was inflated at 6 atmospheres resulting in 90 % residual stenosis. Following pre-dilation a type e vessel dissection was identified in the anterior descendent artery. A 2.5 x 28mm synergy¿ drug eluting stent was implanted in the proximal descendent artery to cover the dissection. A planned 2.25x24mm synergy¿ drug eluting stent was also implanted in an overlapping manner. The procedure was concluded. The following day, the patient presented with symptoms of myocardial infarction. Angiography revealed acute in-stent thrombosis of the previously implanted synergy¿ stents and loss of artery flow in the anterior descending artery. A coronary bridge was programmed and an attempt to recover the flow of the anterior descending artery was made but with no success. Tirofiban was given as medication and the patient was put in intensive therapy in order to stabilize the patient's condition.

Manufacturer narrative:
Date of birth: 1975. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).